Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for abdominal aortic aneurysm and a right common iliac arterial aneurysm using gore® excluder® aaa endoprostheses and a gore® molding & occlusion balloon catheter (mob). The patient originally had severe calcification in both iliac arteries and dissection in the left common iliac artery prior to the procedure; thus, it was difficult to advance devices. Eventually all the planned devices were placed. An angiography following deployment showed type ia endoleak; therefore, an aortic extender was additionally implanted proximal to the trunk-ipsilateral leg. The aortic extender was deployed without any problems, but it moved proximally when the mob was inflated inside it. The left renal artery seemed to be partially covered by the aortic extender though there was no problem in blood flow into the left renal. A bare-metal stent was additionally implanted in the left renal artery just in case. The patient tolerated the procedure. 17 mar, 2022: available information does not seem to suggest a device issue with the mob therefore complaint -2 is voided.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible.(B)(4).